Manufacturer narrative:
The customer informed siemens healthcare diagnostics that they had entered the incorrect factor value for "c" in the software. The correct factor value was entered and all patient samples were rerun again. The corrected values were reported to the physician(s). The cause of the falsely low results for hemoglobin a1c_3 on patient samples was due to the incorrect factor value entered in the software. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer has obtained falsely low results on patient samples for the hemoglobin a1c_3 assay on the advia chemistry 1800 instrument when using reagent lot 250. The customer had entered the incorrect factor value for "c" in the software settings. The results were reported out and questioned by the physician(s), as they were low compared to what was expected. There were no reports of patient intervention or adverse health consequences due to the falsely low results obtained on the patient samples.